Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring continued, and oozing occurred slightly when the device was removed from the patient. The amount of bleeding was unknown. No transfusion was required. The device was used on the blood vessel. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: the procedure was a laparoscopic colectomy and hepatectomy. (Scheduled time was 8 hours.) Oozing did not occur. The scissoring occurred when the device was used on the imv. The device clipped additionally. The surgeon commented that it is unknown why scissoring occurred. Bleeding was observed on the night of the surgery day, so re-operation was performed next day. The surgeon commented that bleeding was from the imv, but since the pringle maneuver was used for the hepatectomy, he assumed bleeding occurred because of blood pressure elevation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details, how was the bleeding controlled? Were there any patient consequences? If yes, please describe. What is the alleged deficiency with the device? Were there any malformation of the clips observed during the re-operation? Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 scissored clips, and then 8 conforming clips were fed and formed; in addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met before the release of this batch. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2022. Investigation summary: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows the er420, the picture is not clear to determine the reported condition. Based on the set of photos review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device v96e8w/ er420 batch number, and no non-conformances were identified. Expiration date: nov/30/2026 date of mfg.: dec/14/2021.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022. Additional information was requested and the following was obtained: please provide more details, how was the bleeding controlled? After the open, the bleeding from the end of imv occurred. The reoperation was done. Were there any patient consequences? No further information is available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. A manufacturing record evaluation was performed for the finished device v96e8w/ er420 batch number, and no non-conformances were identified. Visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 scissored clips, and then 8 conforming clips were fed and formed; in addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Based on an additional investigation by the manufacturing engineers, it was determined that the issue found is related to the user. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. H10 - investigation summary.